Manufacturer narrative:
Service history was reviewed for the system. There was no service record relevant to the complaint reported event, found. All manufacturer surgical systems are verified to meet specifications after installation. Additional related information was not provided, for review. However, it was recognized that the settings can be adjusted in the software to alleviate the system message issue from reoccurring. Thus, the root cause of the reported ¿system message events¿ is attributed to surgical factors, as the device functioned as intended. Based on the information obtained, the root cause of the reported ¿device not refluxing¿ is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. A similar complaint review of the serial number was also, not performed. As the unit was manufactured exclusively under specific protocols. The root cause of the reported ¿system message events¿ is attributed to surgical factors. The device functioned as intended. Based on the information obtained, the root cause of the reported ¿device not refluxing¿ is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery, an ophthalmic console displayed a system message at least three times. The first time, the tip was occluded, but the machine refluxed the lens piece. The second time, the tip was occluded again, but this time it did not reflux the piece. The third time, there was no occlusion. No patient impact was reported. This report is for the first ophthalmic console involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information was provided in d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.